Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer cleared the alarm and another alarm did not occur. Contact indicated that customer was sleeping with pump against site when the alarm occurred. There was no impact to the customer's blood glucose level.